Event description:
It was reported that the sys 2600 displayed "filmer stuck" error and intermittently "404" error. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The filmer was in need of lubrication and the table sensor circuit board was defective and was replaced. Additionally, the table splash covers were in need of replacement, and are in order. The system was tested and found to be working as intended, and placed back into service.